Event description:
It was reported the patient's extension "seemed to give intermittent stimulation." The extension was replaced and the patient recovered without sequela.

Manufacturer narrative:
Product ID neu_perc_extension, serial# unknown, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3889-28, lot# v000236, implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the extension revealed no significant anomaly, though it was noted the extension body had been cut through. It was also noted continuity was acceptable; there were no shorts between circuits.